Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The blood glucose level at the time of the incident was 582 mg/dl and she woke up and her blood glucose was 300 mg/dl. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer observed the large difference in blood glucose value and sensor glucose value that was 582 mg/dl and 288 mg/dl respectively. The insulin pump will not be returned for analysis.